Event description:
It was repoprted that during a right colon resection procedure the device functioned as intended, and the staple line was intact. Approximately one week postoperatively the pt developed an anastomotic leak and subsequently died. It is unk if the pt had additional procedures postoperatively.